Event description:
Reportedly, on the (B)(6) 2013 the battery impedance was at 5.35 kohm. On the (B)(6) 2013 battery impedance was at 7.08 kohm. On the (B)(6) 2014 battery impedance was at 11.7 kohm and device reached the elective replacement indicator (eri).the device was explanted and will be returned for analysis.

Manufacturer narrative:
Preliminary analysis of the electronic of the returned device did not reveal any anomaly. It was confirmed that he battery reached the recommended replacement time.

Event description:
Reportedly, on the (B)(6) 2013 the battery impedance was at 5.35 kohm. On the (B)(6) 2013 battery impedance was at 7.08 kohm. On the (B)(6) 2014 battery impedance was at 11.7 kohm and device reached the elective replacement indicator (eri). The device was explanted and will be returned for analysis.

Event description:
Reportedly, on the (B)(6) 2013 the battery impedance was at 5.35 kohm. On the (B)(6) 2013 battery impedance was at 7.08 kohm. On the (B)(6) 2014 battery impedance was at 11.7 kohm and device reached the elective replacement indicator (eri).the device was explanted and will be returned for analysis.

Event description:
Reportedly, on the (B)(6) 2013 the battery impedance was at 5.35 kohm. On the (B)(6) 2013 battery impedance was at 7.08 kohm. On the (B)(6) 2014 battery impedance was at 11.7 kohm and device reached the elective replacement indicator (eri). The device was explanted and will be returned for analysis.